Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The major thread diameter appears smooth and only slightly larger than the minor thread diameter/core diameter. The damage is post manufacturing damage. The major thread diameter measured 1.60mm which is undersized when compared to specification 1.65mm - 2.05mm per tabulated drawing which confirms that a portion of the thread form has "peeled" or unraveled from the returned screw. No new malfunctions were identified as a result of the investigation. Per the technique guide, the returned matrixorthognathic- 1.85mm ti matrix screw self-tapping/5mm is an implant available for use in the matrixorthognathic plating system. A visual inspection under 5x magnification, dimensional inspection and drawing review were performed as part of this investigation. A review of the device history records was unable to be performed since the lot number was unknown. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to screw insertion while not centered in the plate hole creating an interference with plate-hole edge resulting in the plate-hole edge "planing" off or peeling the screw's major thread diameter into a filament like shape. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) matrix_orthognath - 1.85mm ti matrix screw self-tapping. Partial part # reported as - 04.511.205. The device number is 04.511.205.05 if purchased as a five pack of screws and 04.511.205.01 if purchased individually. Exact part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Due to the intra-operative events, the device was not successfully implanted. An another screw with the same part number was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an orthognatics procedure on (B)(6) 2017, the threads of a 1.8mm self-tapping matrixorthognatics screw detached in a little filament while the surgeon was attempting to screw the device into the plate. The detached filament did not fall into the surgical field. The reporter explained that the screw tends to do this if implanted too close with the edges of a screw hole. There were reportedly no surgical delays and the procedure was completed using a screw with the same part number. There was no harm to the patient. Concomitant devices reported: titanium matrixorthognathic plate (part # unknown, lot # unknown, quantity 1), screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) matrix_orthognath - 1.85mm ti matrix screw self-tapping. This is report 1 of 1 for complaint (B)(4).